Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging an intermittent sound audio issue with the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 17 -jan-2019 with the following findings: during investigation, unable to duplicate complaint about dual alarm failure. The pump was opened and there was no evidence of the moisture inside. Unable to duplicate complaint about intermittent sound. The sound worked properly when tested. The volume of the sound=56.5 db..unable to duplicate complaint about no vibration. Vibration works properly. Unrelated to the original complaint, the battery compartment was observed to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.